Event description:
I had a reverse shoulder implant put in at hosp for special surgery on (B)(6) 2018. I started to have pain, a year later and was told by my surgeon that the screws were broken. On (B)(6) the replacement was removed and a spacer was put in to my shoulder. The shoulder was manufactured by zimmer biomet. FDA safety report ID # (B)(4).